Event description:
It was reported that a pt had been sedated and nauseated. The hcp changed the concentration of dilaudid in the pump from 4 mg/ml to 1 mg/ml. There was redness at the pump site and a culture was positive for (B)(6). The system was explanted on (B)(6) 2011. The pt recovered without sequelae. Add'l info will be reported if it becomes available.

Manufacturer narrative:
(B)(4).